Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak and air embolism. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted a posterior prolapse and flail were present. An xtw was inserted and advanced into the right atrium (ra). However, transesophageal echocardiography (tee) showed air in the left atrium (la). The physician decided to continue the procedure and the clip was implanted. After the clip delivery system (cds) was removed, a leak was observed from the seam on the side of the cds handle. Two additional clips were implanted without issues, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported air in the anatomy appears to be related to the reported leak. Air embolism is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the reported air embolism. There is no indication of a product issue with respect to manufacture, design, or labeling.